Event description:
It was later reported by the patient the right ventricular lead had fractured. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead was beginning to show a rising impedance trend on the pace/sense portion of the lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076 implantable pacing lead, implanted (B)(6) 2006. (B)(4).